Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the distal tip of the probe broke off. It was also noted that the distal portio of the probe showed evidence of a minor burn mark. The device was sent to the ordinal equipment MFR (OEM) for further investigation. The OEM investigation confirmed the reported event and further stated that he probe was activated while grasping section was closed.

Event description:
Olympus was informed that during an unspecified procedure, the distal tip broke off inside the pt. The tip was successfully retrieved. There was no pt injury reported. No additional info was provided.